Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was the patient stated they are experiencing a lot of pain at the implant site and 3 inches or so below the implant. This has been going on for a while, since last year sometime. They noticed a few days ago a return of symptoms so they turned the stimulation up. The patient stated that resolved the symptom issue but the pain became so severe over the implant site that they had to shut off the stimulation. As soon as they turned it off, the pain subsided. They said the pain feels like a strong ache. They have not had any falls or trauma leading up to this and the ins feels secure in the pocket site. The ins is extremely close to the skin surface and when they put their jeans on, the edge will catch on their jeans. They showed this to the doctor and the doctor said this is how it has to be to be able to successfully charge the implant. The patient said their doctor is very hard to get a hold of and get an appointment with. It was reviewed with the patient to keep the stimulation off so that they are comfortable until they can have the system checked. The patient was redirected to their healthcare provider to further address the issue and have the device checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.